Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the plastic around the reservoir compartment broke off and she could feel and see the rubber tubing. Blood glucose value is unknown. The customer was unaware of how the damage occurred. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.